Event description:
The hosp code team attended to a pt who had gone into cardiac arrest. Twice the operator attempted to administer a countershock to the pt and the device allegedly failed to discharge. The operator abandoned use of the device and used other means to attempt resuscitation. The pt was not resuscitated. The rptr indicated that it has been concluded that it is not likely that a device malfunction caused or contributed to the pt's death.